Event description:
A pt underwent a therapeutic egd procedure to perform gastric hemostasis. The resolution clip device would not deploy. A previous attempt to utilize antoher resolution clip resulted in the same issue. Please note associated medwatch report #: 6000048-2006-002xx (attached) the procedure was successfully completed with another device via cauterization. The pt did not sustain any reported complications or ill effects as a result of the deployment issue. The pt condition is noted to be 'fine'.